Manufacturer narrative:
See scanned pages.

Event description:
The medicines and healthcare products regulatory agency (mhra) provided an anonymized single patient report (aspr) on durphat varnish from another country. There was a topical application of 0.1 ml of duraphat for an unspecified tooth disorder. The patient experienced allergic reaction verging on an anaphylactic response. The use of the product was discontinued, and outcome was not provided. No further details were provided.